Event description:
One week post atrial fibrillation ablation procedure, an atrio-esophageal ulceration was observed. The original ablation procedure was performed on (B)(6). The patient presented with esophageal pain one week post procedure. No intervention was needed to treat the atrio-esophageal ulceration and the patient is in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported "atrio-esophageal ulceration remains unknown.